Event description:
Caller reported an error with their continuous glucose monitor, specifically cgm error 42 with the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided a complete pump reset guide and assisted the caller in resetting the pump, which led to the successful start of their sensor session.